Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: device rupture.

Event description:
Physician reported "intracapsular implant rupture." This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Physician reported intracapsular implant rupture diagnosed by ultrasound. This relates to the right device. The device has been explanted and replaced.

Event description:
Physician reported intracapsular implant rupture diagnosed by ultrasound. This relates to the right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases were observed. Brown particles observed on the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.